Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (eifu) warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The IFU deviation likely caused the reported difficulty. Based on the information provided, the investigation determined that the reported difficulty was likely use related. Failing to use the provided barewire filter delivery wire as instructed in the product instruction for use resulted in the filter coming off the non-abbott guide wire during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified and tortuous proximal popliteal artery. The emboshield nav6 embolic protection device was used over a non-abbott guide wire. During removal, the filter came off the guide wire and could not be retrieved. The patient was sent for a surgical cut-down procedure. The filter was removed. Post surgical procedure, the patient was doing well. No additional information was provided.